Event description:
I was drawing morning labs and had a near miss needle stick-- the butterfly does not easily retract the needle and requires two hands to do so. This is a problem when I was trying to hold gauze and apply tape to stop the bleeding, and the patient is moving around and swinging their arms. This product is not safe. There was no patient or staff harm. This is a substitute for our regular butterfly kits as the regular ones are on back order.